Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# mz5309 batch# unknown. It was reported by customer that component leaking at the IV site/hub. Verbatim: rcc received a complaint via email. Email(s) attached. Component leaking at the IV site/hub. Medline part #: 501756. Product description: set ext IV pressure rated 7in. Vendor part #: mz5309. Lot #: please see list below. Date reported: 06/06/2024.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leakage of luer and IV site in mz5309 material. There are 8 potential lots reported, and 2 lots returned with the samples, 2024031990 and 2024021690. The lots returned with samples are medline's internal lots, and do not compute in bd's system. The 8 potential lots from end user are all potential, and none of them are confirmed to be the leaking lot. The customer returned 10 unused, representative samples. The 10 samples were tested in lab with a bd 10 ml syringe and stopcock for leakage. No leakage was found, either from the female luer or male luer. The complaint could not be verified. The root cause of the issue is unknown without a replicated failure. Device history record review for model mz5309 lot number 23119295 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2023. Device history record review for model mz5309 lot number 23119294 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2023. Device history record review for model mz5309 lot number 23119296 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2023. Device history record review for model mz5309 lot number 24029213 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08feb2024. Device history record review for model mz5309 lot number 24029214 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08feb2024. Device history record review for model mz5309 lot number 23079155 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jul2023. Device history record review for model mz5309 lot number 24029205 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08feb2024. Device history record review for model mz5309 lot number 22099483 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.